Manufacturer narrative:
The cadiere forceps instrument was received, and failure analysis found the instrument to have a broken main tube approximately 36.92mm from the distal tip. No material was found missing. Components adjacent to this broken main tube did not show damage. The proximal clevis was dislodged as a result of the broken main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument has been received a for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the cadiere forceps instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.